Event description:
Lead migration was reported. The patient reported an increase in her pain with the inability of the spinal cord stimulation (scs) to cover the pain in the left side of her low back. Less than 50% therapy relief in left low back was noted. X-rays, impedance testing, and reprogramming was performed. Could not restore that paresthesia coverage. The patient will have a lead revision and likely an implantable neurostimulator (ins) replacement to change to a rechargeable system. Based on the physician and scheduling, this is tentatively scheduled for mid-april. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that following revision the patient was getting good pain relief and was doing fine.